Event description:
A customer reported that a laser error occurred during surgery. The irrigation fluid leaked onto the system and the module was wet. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).